Manufacturer narrative:
Service was dispatched to the site for this event and multiple visual and performance verification assessments were conducted. The field service engineer (fse) performed preventive maintenance activities and replaced the precision and substrate pumps. After the repairs, quality control and instrument system check results were found to be within specified ranges. Although, the fse made a number of repairs to the instrument prior to returning the instrument back into service, a definitive root cause for this event has not been determined to date. - attachment: (B)(4).

Event description:
The customer reported that on (B)(6) 2011 a low prostate specific antigen (psa) result was generated on a unicel dxc 600i synchron access clinical system for one patient. The low psa result was reported out of the laboratory however, the physician questioned the result as it did not match the patient's clinical history. The patient was redrawn twice on (B)(6) 2011 and retested. The repeat psa results were higher and were within the normal reference range. Collectively, the initial and repeat results do not meet the hybritech psa claims for imprecision. The impact to the patient in association with this event, including potential serious injury, death or modification to patient treatment, is unknown to date. No patient, sample or system (quality control, calibration or system check) information was provided by the customer. The customer indicated that they were having poor psa quality control results.